Event description:
Device malfunction: partial stent deployment/difficult to remove. Time of malfunction: during procedure. Symptoms/ae: none. It was reported that during the procedure in the right superficial femoral artery, the absolute pro stent delivery system (sds) was advanced up and over the iliac bifurcation with some resistance due to a tight curve. Once the sds reached the target lesion, an attempt was made to deploy the stent; however, the stent only partially deployed. The physician re-sheathed the partially expanded stent but once inside the sheath, the stent became stuck. The sheath, stent, and sds were removed from the anatomy as a single unit with no adverse pt effects. The procedure was completed successfully using six add'l absolute pro stents to cover the target lesion. Though requested, no add'l info was provided.

Manufacturer narrative:
(B)(4). Incorrect removal and off label use in the vasculature. The device is not available for evaluation. The lot number was provided. Review of the device history record is forthcoming. A f/u report will be submitted with all add'l relevant info.